Manufacturer narrative:
The product was returned. Visual analysis confirms the distal threaded tip end of the holding tool has fractured off and is jammed inside the tibial tray.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the tray holding tool broke off inside the tibial tray insert. The surgery was completed using backup tool and a different size implant.